Event description:
During a ptca/stenting treatment procedure, the express2 monorail balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The pt was asymptomatic during this event. The lesion being treated was a stenotic lesion in the proximal lad coronary artery. The physician used an unspecified type of introducer sheath for vascular access and a whisper guidewire and a 5f britetip guide catheter to cross the lesion. An art balloon 20/2.5 mm balloon was used to predilate the lesion. The express2 monorail balloon was removed and replaced with an aero cross 15/3.5 mm balloon to successfully post-dilate the stent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.